Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump and received a insert battery alarm. The customer was also reported a crack on the back and battery side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Unit was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management graph is within spec. Unit also received with the following cosmetic damages: cracked case (battery tube), stained keypad overlay, cracked keypad overlay, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, pillowing keypad overlay, keypad overlay peeling, missing display window/cover and scratched case. In conclusion, unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place unit powered back on and the testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.